Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was conducted and there were no issues observed. An underwater test was performed on the sample and there were no bubbles observed in both lumen extensions. A possible root cause can be due to side effects from using the catheter with heparin coating. Heparin is used ubiquitously as an anticoagulant in patients on hemodialysis. In some cases, patients can have a reaction to heparin. Patients who have an allergic reaction to heparin could develop any signs of serious bleeding, including unusual pain/swelling/discomfort, prolonged bleeding from cuts or gums, persistent nosebleeds, unusually heavy/prolonged menstrual periods, unusual/easy bruising, dark urine, black stools, severe headache, unusual dizziness. Palindrome pre-curved heparin should not be used in individuals with documented hypersensitivity to heparin or porcine based products. The complaint description indicates the patient suffered several symptoms (blurry vision, high blood pressure and paint in the neck and back) which may be indicative that the patient has a hypersensitivity to heparin because there were no issues found on the sample. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on 07/17/2015 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) 2015, the patient had to be taken to the hospital operating room for removal of the rij permcath that was originally placed on (B)(6) 2015. On (B)(6) 2015, the vascular surgeon documented the procedure as right ij permcath with intraoperative fluoroscopy and ultrasound-guided vascular access. No complications at the time were reported and the patient was taken to dialysis. On (B)(6) 2015, the patient reported having pain in the neck and back after the insertion of the right permcath placement with increasing pain during hemodialysis. The right permcath was removed with placement of a new left sided permcath. The patients nephrologist reported the patient complained mostly when they underwent dialysis. The patients blood pressure was also running significantly high. The patient also complained of blurry vision and they reported previous trips to the hospitals ed for the complaints before removal of the right sided permcath. On (B)(6) 2015, a fluoroscope revealed that the permcath was in good position. The pain was reported by the patient in the outpatient dialysis setting and was prescribed pain medication (norco and tylenol) as discharge medications.

Manufacturer narrative:
(B)(4). An investigation is currently under way; upon completion the results will be forwarded. (B)(4).